Manufacturer narrative:
B5: added additional information regarding patient outcome. D6b: added explant date.

Event description:
The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the device's placement signal started reading much higher than the patient's atrial line after patient vomited. The pump positioning was confirmed via echocardiogram. The patient is still on support.

Manufacturer narrative:
Added: d3. Placement signal issue: since product wasn't returned for investigation and data log review was inconclusive, the cause of the placement signal issue could not be determined.